Manufacturer narrative:
Correction to system servicing. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: net 9735994 sec app-wired-confd s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The camera cart had the battery and uni nterruptible power supply (ups) replaced and the main cart battery was replaced and the issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site turned on the stealth and the camera cart displayed the pcoip connection screen instead of normal video. The site then decided to swap out stealth to continue setting up for surgery. The representative went to the site, turned on the system and timed how long it took the camera cart to establish video. The system took 1.5 minutes to show normal video after displaying the pcoip connection screen. There was no patient involvement.